Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced defective/damaged tubing and leakage from tubing. The following information was provided by the initial reporter: after a catheter was easily inserted into a child, a leak was noticed during rinsing: the tubing was pierced. Consequence: invasive act repeated protective measure: changing the catheter.

Manufacturer narrative:
H6: investigation summary : a device history record review was completed by our quality engineer team for provided lot number 0146980. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced defective/damaged tubing and leakage from tubing. The following information was provided by the initial reporter: after a catheter was easily inserted into a child, a leak was noticed during rinsing: the tubing was pierced. Consequence: invasive act repeated. Protective measure: changing the catheter.